Event description:
It was reported that a spectrum iq infusion pump did not start infusion of medication as intended. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "not start infusion of medication as intended.¿ was not reproduced. Evaluation had the flowline run a flow test and the device passed. A review of the event history log (ehl) revealed no abnormalities. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.